Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. The catheter terminated at the 50cm depth marking. Usage residues were abundant throughout the sample. Adhesive residue extended from the luer hub to the 9cm depth marking. The 10cm depth marking was partially worn. A partially circumferential split was observed between the 9cm and 10cm depth markings. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed emanating from the site of the aforementioned split. The sample kinked preferentially at the split site during manual manipulation. Microscopic inspection of the distal end of the sample revealed striations typical of a sharp instrument cut. Microscopic inspection of the split revealed rounded edges. The edges exhibited a granular surface texture. Material buckling was observed in the vicinity of the split. The kinking, buckling and split characteristics were typical of damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The location of the split suggested that catheter securement technique may have contributed to the observed damage. A lot history review (lhr) of rezf2544 showed no other similar product complaint(s) from this lot number.

Event description:
Nurse reported that a PICC was inserted on (B)(6) 2016 in the upper left basilica with 41 cm in and 6 cm out for a male lymphoma patient. On (B)(6) 2016, an x-ray was taken where a kink at the 27.5 cm and damage was observed. The PICC was removed on (B)(6) 2016, as "saline and urokinase resistant". Medications patient is taking: rituximab, cyclophosphamide and etoposide.